Event description:
New information received on may 10, 2019, indicates that post-paced t-wave oversensing occurred again. No resolution was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing was observed on stored egms. Further review showed device exhibited post-paced t-wave oversensing. Physician elected not to do any programming changes to address the issue at this time. Patient was in stable condition.